Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a bent pin in the white connector was confirmed via a submitted image. The mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis. Provided information stated that the mpu was replaced with a new mpu but will not be returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mpu had a bent pin in the white connector. The mpu will be replaced with a new mpu. The mpu will not be sent back for analysis.